Event description:
It was reported that during the closing phase of open-heart surgery, the patient suffered a severe protamine reaction and was treated with benadryl, steroids, tagamet, epinephrine and levophed drips. The patient then went into v-tach and shock. The patient was returned to cardiopulmonary bypass - was reheparinized, closed and developed v-tach and shock. Following massage and stimulation of the heart, it was noted that the bleeding time was elevated, where upon it was decided to transfuse platelets. After the patient received 10ml, the patients blood pressure bottomed out and the transfusion was discontinued. Later, in the ICU when the patient's blood pressure had been stabilized a second platelet transfusion was attempted, the patient coded. After resuscitation, the patient was transfused with pre-filtered platelets uneventfully. Subsequent to the transfusion reaction, the patient recovered and eventually was discharged. Some weeks later, he was returned to the hospital, from which he did not survive.